Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a stripped battery cap coin slot, cracked battery tube threads, a cracked reservoir tube lip, cracked case at the display window corner and minor scratches on the display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated he may have been laying on the insulin pump. The customer's blood glucose was not known. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.